Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and eight months following the implant of this transcatheter bioprosthetic valve, after the patient presented with acute shortness of breath, chest noise, fatigue and chest pain, a second valve was implanted valve-in-valve due to severe aortic stenosis with valve migration into the sinus of valsalva (sov). No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the implant depth of the initial valve was approximately 0 mm. Per the physician, the low implant depth may have contributed to the valve migration. If information is provided in the future, a supplemental report will be issued.